Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e. Serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the physician was concerned that the patient may have developed a hematoma. The leads were pulled for precautionary measures and there were no reported complications after the procedure. The leads were not returned.